Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system; section: general patient care considerations; ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
*The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella cp support, the patient experienced massive groin bleeding externally and internally. The source of the bleed was noted to be at the puncture site and connection between blue suture hub and white connection area. The patient expired while on support due to fulminate cardiogenic shock. Per the medical safety office review: abiomed does not have enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient condition related. Bleeding at multiple sites was noted as per the clinical description provided. D.4 unique identifier (UDI) #, d.6a and d.6b, e.1 facility name, and g.1 revised manufacturing site name and address section were revised as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-12674. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12674 and should not have been. H.6 codes 1762 and 4655 were reported incorrectly on initial manufacturer device report number 1220648-2024-12674. Code 925 was added.